Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance. Noise and oversensing of short v-v intervals were also noted. The detections were all disabled. Subsequently, the lead was explanted and removed. It was also reported that the implantable cardioverter defibrillator (ICD) device reached end of service (eos) and alerted for charge circuit timeout. Additional incoming information indicated that the device was known to have been at elective replacement indicator (eri) for two years. The device was programmed off, then later explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was noted to be fractured.